Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Correction to field b5: additional information was received about lead performance issue.

Event description:
It was reported that this lead was explanted due to lost of capture and high threshold. It was mentioned it was lead by as possible exit block. Lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to lost of capture and high threshold. It was mentioned it was lead by as possible exit block. Lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provide. Additional information was received about lead performance issue. Type of reportable event to si